Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized for customer was hospitalized for diabetic ketoacidosis and elevated blood glucose level (667 mg/dl). Customer was treated with insulin drip. Customer was discharged from the hospital three days later with the issue resolved.